Manufacturer narrative:
Reporter is a synthes employee. Part: 03.010.475. Lot: 8669734. Manufacturing site: bettlach. Release to warehouse date: december 09, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The instrument(s) was not returned and instead the investigation will be done based on the received image(s). The image(s) was reviewed, and the complaint condition could be confirmed as the driving cap is broken off and the tip is lodged in the insertion handle in the images provided. As the instrument(s) was not returned, an as received condition, dimensional inspection, material, or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the driving cap broke off into the insertion handle. There were no fragments left in the patient. The procedure was successfully completed with no delay. There was no patient consequence. Concomitant devices: insertion handle for suprapatellar (part: 03.010.440, lot: unknown, quantity: 1) this report is for a driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d10, h3, h6. Investigation summary concomitant devices reported: visual inspection: the driving cap (p/n: 03.010.475, lot #: 8669734) was returned and received at us customer quality (cq). The visual inspection of the received device indicated that the distal tip of the device was completely broken off. The broken fragment was not returned. There were scratches on the device but has no impact on the functionality of the device. The etching on the device was started fading off. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was not performed due to the post-manufacturing damage. Document/specification review the following drawings reflecting the current and manufactured revision were reviewed - connector f/insertion handle f/pfna. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion. The complaint condition was confirmed for the driving cap (p/n: 03.010.475, lot #: 8669734). No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Part number: 03.010.475. Lot number: 8669734. Manufacturing site: bettlach. Release to warehouse date: dec 9, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.